Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula on 12-may-2024, 19-may-2024, 21-may-2024. The blood glucose level of the patient was 340 mg/dl. Moreover, the issue occurred with six similar types of infusion sets used for 8 to 10 hours and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.